Event description:
Approximately four months post stent deployment, the patient returned with restenosis of the smart control stent in the proximal right superficial femoral artery (sfa). Patient's enrolled in the (B)(4) study have an extensive history of below-the-knee (infrapopliteal) peripheral artery disease (pad). The study compares the success of a cypher stent, bare metal stent, or balloon angioplasty in these patients. This patient never received a cypher stent. He was randomized to pta and the study index lesion was in the right tibioperoneal artery. The lesion is located 5.0 cm distal to the distal edge of the patella. The vessel is straight, the lesion de novo. The total lesion length is 10.0 mm and the maximum percentage stenosis is 90%. No thrombus present at site, lesion not calcified, lesion eccentric. The patient was initially randomized to pta and treated with a non-cordis product (monorail maverick). Access site was the contralateral common femoral artery. Percentage stenosis after procedure was 10 %. No dissection. The femoral artery (same leg, tasc d lesion) has been successfully treated during the same procedure, before the target lesion by means of pta and atherectomy. On (B)(6) 2008, the patient returned with a stenosis in the right iliac, superficial femoral and peroneal arteries in the right (index leg). Action taken implantation of a smart control stent (8/100 mm) and post-dilatation with a 7 mm balloon (admiral balloon) in the right iliac artery. The right superficial femoral artery was treated with atherectomy (silverhawk) and post-dilatation with a 5 mm balloon powerflex balloon and implantation of a smart control stent (6/60 mm), dilated with the 5 mm balloon. The right peroneal artery was treated with dilatation with a 2/60 mm sleek balloon. The right deep femoral artery: dilatation with a 4/20 mm quantum balloon.

Manufacturer narrative:
On (B)(6) 2008, the patient was diagnosed with a stenosis in the right iliac, superficial femoral and peroneal arteries. A smart control stent was implanted in the right iliac artery and post-dilated with a 7 mm non-cordis balloon. The right superficial femoral artery was treated with atherectomy (silverhawk), post-dilated with a powerflex balloon followed by implantation of a smart control stent and then post-dilated with the powerflex. Angioplasty of the right peroneal artery was performed with a sleek balloon. On (B)(6) 2009, the patient returned with in-stent restenosis of the smart stents in the proximal right sfa and popliteal arteries which was treated with atherectomy. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Manufacturer narrative:
On (B)(6) 2009, the patient the patient returned with a in-stent restenosis in the proximal right sfa (smart 6/60) and popliteal arteries. The patient was treated with atherectomy of the sfa and popliteal arteries with use of a silverhawk system. Post-dilatation was performed with a 5/120 mm admiral balloon. Good results. On (B)(6) 2009, the patient returned with a new stenosis of right sfa and popliteal arteries. On (B)(6) 2009, atherectomy of the sfa and popliteal arteries with use of a silverhawk system was performed. Post-dilatation was performed with a 5/120 mm admiral balloon. Due to pronounced recoil and dissection, a 7 x 120 mm everflex and a 7 x 80 mm smart control stents were implanted with overlapping in the sfa. In the popliteal artery, a 6 x 40 mm smart control stent was implanted. Post-dilatation in the stent with the admiral balloon. Good results. There was no mention of dissection in the previously stented area. On (B)(6) 2009, the patient was treated for a hematoma at the right lower leg after stent-angioplasty of the right sfa and popliteal artery. Action taken : supervision, prolonged hospitalization. Concomitant devices:smart control stent (8/100 mm), 7 mm balloon (admiral balloon), a 2/60 mm sleek balloon, 4/20 mm quantum balloon, silverhawk atherectomy system, 5/120 mm admiral balloon, , a 7 x 120 mm everflex and a 7 x 80 mm smart control stents and a 6 x 40 mm smart control stent. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.